Manufacturer narrative:
The insulin pump was not in manufacturing mode. However a detail trace analysis confirmed the pump alarmed replace battery alarm and power loss alarm. The power management tool confirmed an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that insulin pump had the received a low battery alert prior to the replace battery. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.